Manufacturer narrative:
End user run data shows that they had a valid run with 96 samples on (B)(6)2020, 6 of the patient samples were positive for a single target. End user data also shows that the customer is pooling positive samples, using an off label protocol that they have not completed validation on. Low positive contamination appears to be occurring near runs that have pooled samples tested. End user needs to disinfect their extraction and setup area to prevent contamination. 04/20/2021 corrected report - manufacturer report number.

Event description:
Customer reported ~6 false positives that were negative upon re-run.